Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) designation refobacin bone cement r 1x40g, reference 3003940001, lot number a701ba2601 were manufactured on 16 october 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 1 complaint has been recorded for refobacin bone cement r 1x40 g, batch a701ba2601 within one year. According to the available data, the most probable root cause could be a packaging issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported inner aseptic packaging is opened in the side of b before the surgery, and found the leakage of powder. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products designation refobacin bone cement r 1x40g, reference 3003940001, lot number a701ba2601 were manufactured on 16 october 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner aseptic packaging was opened in the side of b before the surgery, and leakage of powder.